Event description:
It was reported that on (B)(6) 2024, a 15mm amplatzer septal occluder was selected for implant using a 9f amplatzer trevisio intravascular delivery system. During procedure, the first disc opened into the left atrium, however the second disc was unable to open through the first deployment in the right atrium. "It was not usable despite waiting for it to regain its supposed shape" and remained in bulbous deformation. There were no interactions with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The deformed occluder was never released from the delivery cable while inside the patient and exchanged for a new 15mm amplatzer septal occluder, which was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. It was indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and a 9f delivery system was used. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.